Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the drill bit shaft is broken at most proximal end of helical sigmoid laser cut. The subject device has been designed to be subjected to numerous uses and with all devices they have a maximum fatigue cycle life. Other conditions can cause the same mode of failure; i.e. Excessive torque or bending in the subject area of failure. This device has been in service since feb 2011. Prior to this complaint and one very recent complaint (reported within two weeks of this complaint) there have been zero complaints in the entire complaint history ((B)(4)) for this instrument. This instrument can be used multiple times for nail implantations. (B)(4). The risk assessment is currently being revised and will be reviewed with the project team to see if this type of incident will be included in the coming revision. With the limited amount of information and no previous complaints, I find this complaint to be indeterminate. The manufacturing evaluation showed that the shaft of the cutter broke in half at the first slotted level. The cutting blades on the reamer head are blunt and do show marks of use. The guide wire cannulation on the reamer head tip was widened and the cutting edges were damaged during the drilling procedure. Evidence points to the fact that the device was subjected to too heavy lateral stress. The DHR review shows that the correct material and hardening procedures were used. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained during operation.

Event description:
Synthes (B)(6) reported that during a surgery, the drill bit broke close to the connection to the power tool. The broken piece of the drill bit was easily removed from the patient so all pieces of the drill bit were recovered. There was no harm to the patient, and the surgery went on. The flexible reamer was used to continue the case. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.